Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e411 disk analyzer. Example 1 initial result was 15.72 pg/ml, and the repeat result was 5081 pg/ml. Example 2 initial result was 16.31 pg/ml, and the repeat result was 166 pg/ml. Example 3 initial result was 16.48 pg/ml, and the repeat result was 1181 pg/ml. Example 4 initial result was 16.04 pg/ml, and the repeat result was 52 pg/ml. Example 5 initial result was 16.12 pg/ml, and the repeat result was 1032 pg/ml. Example 6 initial result was 16.33 pg/ml, and the repeat result was 40 pg/ml. Example 7 initial result was 15.72 pg/ml, and the repeat result was 5081 pg/ml. Example 8 initial result was 16.38 pg/ml, and the repeat result was 70 pg/ml. Example 9 initial result was 15.49 pg/ml, and the repeat result was 3019 pg/ml. Example 10 initial result was 16.53 pg/ml, and the repeat result was 2317 pg/ml. Example 11 initial result was 16.35 pg/ml, and the repeat result was 52 pg/ml. Example 12 initial result was 17.79 pg/ml, and the repeat result was 1032 pg/ml. Example 13 initial result was 16.92 pg/ml, and the repeat result was 161 pg/ml. Example 14 initial result was 15.79 pg/ml, and the repeat result was 646 pg/ml. Example 15 initial result was 16.14 pg/ml, and the repeat result was 701 pg/ml. All of the initial results were accompanied by a data flag.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found there was a damaged tube and that the plastic protector for the sample pipetting area was broken and hindering the sample pipettor. The tubung was replaced, and the analyser was confirmed to be working according to specification. The investigation determined that the service actions resolved the issue.